Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2016. Product type: catheter; ubd: 14-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 4000 mcg/ml of compounded baclofen at 2498 mcg/day via an implantable pump for intractable spasticity. It was reported the patient felt there could possibly be a problem because they were on a high concentration of drug running at a high rate and still had a lot of spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump logs were checked and there were no signs of a motor stall. A catheter dye study was performed on (B)(6) 2018. The catheter access port (cap) was accessed and the doctor was able to draw out 2 ccs of fluid before pushing dye. The doctor was able to watch the path of dye through the catheter under fluoro (fluoroscopy). There was a spot that appeared as though it could be kinked but was not easily known for sure. The doctor was able to get the medication/cerebrospinal fluid out easily and push dye easily as well. The doctor was able to see a good myelogram and determine the catheter was still intrathecal. The doctor planned to send the results to another doctor for evaluation to see if they would like to do anything/revise the catheter. The patient had not had any changes in their therapy, they were just concerned as to whether it was working correctly. The rep confirmed that surgical intervention had not occurred and was not currently planned. The issue had not resolved at the time of the report. It was unknown when the issue began. The patient¿s status was provided as alive - no injury at the time of the report. No further complications were reported or anticipated. The patient¿s weight, medical history, and other medications being taken at the time of the event were not available.